Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately. Unrelated to the display issue, the battery cap was stripped and the battery compartment was cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The returned battery cap and a test cap could not be fastened appropriately to the pump and power loss was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.